Manufacturer narrative:
The device was tested at the canadian service center and results forwarded on 6/27/97. The reported problem could not be duplicated.

Event description:
Report of undelivery received from co. Report states: "the pt realized that she had more left in her bag than she was supposed to." The infusion was 100 mg gravol in 1000 ml normal saline. The pump was set to run at 125 ml/hr over 12 hours. The pt did not experience any adverse effect. No further info available.